Event description:
The pt was implanted with a left ventricular assist device. The pt was never discharged from the hospital and evidence of pericardial effusion was documented via echo/x-ray. The pt returned to the operating room and found to have "dehiscence of outflow graft at anastomosis site" per operative report. The entire outflow graft and bend relief was replaced. The MFR then received notification on (B)(6) 2012, of pt death occurring (B)(6) 2012, following withdrawal of support. The hospital reported an embolic stroke occured post-operatively following rv free wall rupture repair/revision of an aortic pseudo aneurysm.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.